Event description:
Opened the foley tray. No tip on end of inflating syringe and only a few drops of water was in the inflating syringe. Since fluid invasion of sterile pack may have occurred, sterility questionable. This is the second occurrence. First occurrence, no packaging information was saved. No lot # or expiration date found on package.